Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus australia, omsc surmised there was the possibility this phenomenon was attributed to applying excessive force to the camera cable by the user and then it might have made the subject device abnormality, and the reported phenomenon might have occurred. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and duplicated the reported phenomenon. It was found the camera cable failure which caused the error, e226. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error, e226 which indicates there was the communication problem between the subject device and the video processor was displayed at the unspecified timing. There was no patient injury associated with this report.